Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a blank display the customer¿s blood glucose level was unknown at the time of the incident. The customer received a motor error alarm and the insulin pump would not turn back on after the battery has been replaced. Customer reported that his blood glucose reading was over 600 mg/dl. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer reported that the ,insulin pump display did not return even after a new battery has been used. Customer had a high blood glucose of over 600 mg/dl while on the insulin pump. Customer was off the insulin pump for two days. Customer got his blood glucose down to 416 mg/dl from a blood glucose reading of 600 mg/dl. Customer treated and declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.